Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, device was offline. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was offline. A field service engineer (fse) found a station that was not booting up and traced the issue to the drawer controller on auxiliary drawer 7. The fse replaced both the drawer controller printed circuit board and the drawer module pcb. After installation, the unit powered on successfully, and full functionality of the drawer was verified through hardware test application (hta) testing. The system functioned as intended after the field service engineer repaired the device.